Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04/03/2014 with the following findings: the keypad cover was found to be peeled. During testing, the ok keypad button was found to be intermittently unresponsive. The keypad cover was removed and the up arrow button contact was found to be missing. The ok button contact was found to be inverted. There was no evidence of contamination found under any of the button contacts. Unrelated to the complaint, evaluation revealed that the display screen was found to be dim/fading and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that all keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.